Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results, with two different meters, using two different vials of test strips within 10 minutes: 60¿s mg/dl (system 1, lot 496534) and 70¿s mg/dl (system 2, lot 496534) using the same vial of test strips and 358 mg/dl (system 2, unknown lot), using a new vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.